Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. Device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to history file was overwritten. Device had motion sensor test failure alarm during rewind test. Problem isolated to motherboard. Device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a no delivery alarm then a motor error alarm and all the settings were wiped out. Customer's blood glucose was 427 mg/dl. Motor position encoder error alarm and a motion sensor test failure alarm were found in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.